Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon used two box osteotomes during a hemiarthoplasty case (one small and one medium) and both were dull and difficult to insert into bone. During the same case we also had an issue with the corail standard neck segment trial as it was very challenging to attach to any broach. I also tested after the case with the kho and kla neck trials and they attached very smoothly. No surgical or patient issues and no surgical delay. Case was completed successfully. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot - a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.